Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during an attempt to cardiovert a patient, the user noted shocking during an r-wave (per the documentation), the mrx displayed nothing on the display or the printout, but the patient "jumped" indicating they were shocked. The user claimed the shocks were not delivered, but they saw the patient move and the mrx shows it did shock. No adverse patient impact was reported.

Manufacturer narrative:
Customer evaluated device.

Event description:
It was reported to philips that during an attempt to cardiovert a patient, the user noted shocking during an r-wave (per the documentation), the mrx displayed nothing on the display or the printout, but the patient "jumped" indicating they were shocked. The user claimed the shocks were not delivered, but they saw the patient move and the mrx shows it did shock. No adverse patient impact was reported.